Event description:
A pt called alleging that one touch basic meter was giving inaccurately low readings. Pt reported having symptoms of high blood glucose. Pt got reading of 45mg/dl. Pt ate 4 scoops of jelly to raise levels and retested again with a result of 51mg/dl. Pt went to the emergency room which is right across the street and pt's levels turned out to be 345mg/dl. It was found the meter and strip codes did not match. No further info available.